Manufacturer narrative:
The device was evaluated by the provider and the rep. No issues were found with device. Provider has device as consumer does not want it back.

Event description:
Alleges going down driveway when scooter turned over and threw customer off device.